Manufacturer narrative:
This report is submitted december 14, 2017.

Event description:
Per the clinic, it was reported that the patient experienced non-auditory sensations with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted, as of the date of this report.